Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant when attempting to find the best position for this right ventricular (rv) lead the patient went into ventricular tachycardia (vt) which was well tolerated by the patient. The arrhythmia was sustained for four minutes, the time it took to connect the device and rv lead. The device delivered anti-tachycardia pacing (atp) which was effective in interrupting the arrhythmia. No adverse patient effects were reported.